Event description:
This device is used as a vessel closure system. The system was inspected, and deployed prior to insertion into the patient per manufacturer's recommendation. The device was found to be in working condition. The md inserted the device through the sheath into the femoral artery and deployed correctly. The md was unable to get and maintain hemostasis with the device. The device was then retracted, and removed from the patient, where subsequent manual pressure was utilized to prevent further bleeding. No ill effects were experienced by the patient. The device was then deployed for inspection, and the disc was found to be in a defective state. The device was being used to close a 6 french sheath.